Event description:
The customer reported that both of the monitors were black upon boot up. This issue would prevent the live image from being viewed, thereby making the system unusable. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the 12 volt monitor power supply. The system operates as intended.